Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced a gastrointestinal (gi) bleed. The patient received a transfusion of red blood cells. Later, the patient expired.

Manufacturer narrative:
The cause of the major bleed was not determined due to insufficient clinical details. The device passed all the post sterile inspection checks